Event description:
It was reported via facility medwatch mw5092996, that the patient was experiencing uncomfortable sensation and was getting electric shocks at the ipg site after having an MRI. It was noted that a few days after patient started to experienced burning sensation, shooting nerve pain at the buttock and groin area which was painful and difficult for the patient when sitting. The patient underwent an explant procedure.